Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and device evaluation confirmed the customer reported complaint ¿misaligned jaws¿. The fenestrated bipolar forceps instrument was found with a bent grip, causing side-to-side misalignment of the grips. There was a 0.021¿ offset measured at the tips. This type of failure is commonly associated with mishandling/misuse. Additional observation not initially reported by the site was the instrument was found with a thermal damage on the bipolar yaw pulley.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have misaligned grips. There was no report of patient involvement.